Event description:
While operating in volume control the unit would suddenly increase peep and then gave a "peep continuously high" alarm. No flow was bieng delivered to pt even with a fresh gas flow of 5 liters. The bellow appeared to be over-filled forcing them to flatten against outer chamber wall. The kion was switched to different modes of ventillation with same result. The aux fresh gas outlet was utilized in conjunction with an airshields vc ii to complete the duration of the case (2 hrs). The bellows level detector was appr. 48 mm from the base instead of the recommended 45mm.